Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is cosmetic in nature and more than likely attributed to a missed buffing/finishing operation.

Event description:
There was a dull patch noticed on one of the condyles of the femoral component. Another component was available and used to complete the surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.